Event description:
It was reported that the device did not generate alarms under expected alarm conditions. No patient harmed and no injury reported because this was found during service and repair.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A relationship between the device and the event reported was established. A visual inspection found damage in the outer case, the functional evaluation confirmed that the device did not generate alarms under normal conditions, with the root cause identified as a failed circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history has been reviewed, revealing similar instances which are being monitored to determine if additional actions are required. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.